Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "defective reel". Actually we are waiting for the purchase order related to the client's contract to intervene. But it is hard to tell what parts to change remotely but we suspect that the reel may be replaced. There is no information about the patient involvement. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future , the complaint will be reopened and updated accordingly. H3 other text : service/repair update not available.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a defective reel. Patient involvement is unknown.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a defective reel.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).